Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normal ventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
The customer reported the device alarmed and lost ac power during normal ventilation operation and switched to backup battery power. The customer reported the ventilator was in use on a patient and continued to ventilate the patient. The customer reported the backup battery power eventually got low, and then alarmed and stopped functioning when depleted. The patient was placed on another ventilator and there was no patient harm. During evaluation, the manufacturers field service engineer reported when the ventilator was connected to ac power the unit would not power on. The service engineer replaced the power supply to address the finding and reported problem. Applicable final testing was performed to operating specifications. Per the ventilator operators manual, when the ventilator is powered by backup battery it will generate a nonresettable, nonsileanceable alarm every 60 seconds. During this state a battery/in use yellow led is lit. Operation will continue until the battery has about 5 minutes of operation left. A battery/low red led will flash and a nonresetable high priority alarm will sound. Operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source.

Manufacturer narrative:
Supplemental report; bridge rectifier.